Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair in 2015, anemia, depression and pelvic fracture. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 4 months 23 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2009 received treatment for dysmenorrhea (cramping), chronic pelvic pain, abdominal pain, back pain, apareunia and general abnormal bleed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain., migraine, dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs receive- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and she did not undergo essure confirmation test were added. Reporter information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair in 2015, anemia, depression and pelvic fracture. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 4 months 23 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2009 received treatment for dysmenorrhea (cramping), chronic pelvic pain, abdominal pain, back pain, apareunia and general abnormal bleed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain., migraine, dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event added: lower abdomen pain. Dob was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair in 2015, anemia, depression and pelvic fracture. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 4 months 23 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2009 received treatment for dysmenorrhea (cramping), chronic pelvic pain, abdominal pain, back pain, apareunia and general abnormal bleed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain., migraine, dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, female sexual dysfunction, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2009. Received treatment for dysmenorrhea (cramping), chronic pelvic pain, abdominal pain, back pain, apareunia and general abnormal bleed. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: reporter information updated. Plaintiff's date of birth added. Previously reported event injury was updated with chronic pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, apareunia, general abnormal bleed. Essure was removed on (B)(6) 2017. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.